Event description:
The customer reported that the jaws of the device would not longer open during the case. The tissue became damaged when the surgeon removed the device. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.